Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that eight months three weeks and three days post an index procedure using a drug-coated balloon catheter, the subject allegedly developed adverse event of persistent bleeding in arteriovenous fistula which required additional intervention. Reportedly, the adverse event was not related to procedure and device but related to av access circuit. It was further reported that the subject underwent arteriovenous circuit re-intervention for prolonged bleeding. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. A2, a4, b3, b5, d4 (unique identifier (UDI) #), g3, h6 (patient, component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that eight months three weeks and three days post an index procedure using a drug-coated balloon catheter, the subject allegedly developed adverse event of persistent bleeding in arteriovenous fistula which required additional intervention. Reportedly, the adverse event was not related to procedure and device but related to av access circuit. It was further reported that approximately eight months three weeks and three days post index procedure the subject underwent av access circuit re-intervention on the target left arm for prolonged bleeding. A standard pta and stent graft was used in the re-intervention on the target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 29%. The current status of the patient was unknown.